Event description:
On an unknown date, a trifecta gt valve was implanted. During an unrelated procedure, the abbott rep overheard the physician share that he had performed a valve-in-valve procedure secondary to early valve deterioration involving a trifecta gt valve. The specifics regarding the event (e.g. Product, date, patient, etc.) Were not provided. Efforts to obtain this information are ongoing.

Manufacturer narrative:
The reported event of early valve deterioration could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Efforts to obtain further information were unsuccessful.